Manufacturer narrative:
Correction made to b5. "Ts also found an out of range rv shock impedance measurement during the sam episode, greater than 200 ohms," updated to "ts also found an out of range rv pacing impedance measurement during the sam episode, less than 200 ohms." Correction made to h6. High impedance code removed.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited low intrinsic amplitudes and low in range pacing impedance measurements of 480, 383, and 332 ohms. Technical services (ts) suspected this was due to premature ventricular contractions (pvc) or oversensing of ventricular signals on the atrial channel. Also, the pacemaker recorded a signal artifact monitor (sam) episode. It was noted this patient underwent a recent atrioventricular ablation procedure. The minute ventilation (mv) rate response increased within a short period. The field representative tried to recalibrate the rv sensor, but it failed. The sensor was able to be recalibrated in the right atrial (ra) channel. Ts was consulted and found stored noise episodes on the rv channel that was suspected to be diaphragmatic noise. Ts also found a low out of range rv pacing impedance measurement during the sam episode, less than 200 ohms. Ts suspected a lead integrity or conductor issue. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The most recent home monitor transmission confirmed all lead tests were within normal limits. There were no confirmed lead integrity failures. The clinic would continue to monitor the lead. No adverse patient effects were reported. Additional information was received. Pacing inhibition was observed in the episodes. However, the inhibition was under two seconds.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited low intrinsic amplitudes and low in range pacing impedance measurements of 480, 383, and 332 ohms. Technical services (ts) suspected this was due to premature ventricular contractions (pvc) or oversensing of ventricular signals on the atrial channel. Also, the pacemaker recorded a signal artifact monitor (sam) episode. It was noted this patient underwent a recent atrioventricular ablation procedure. The minute ventilation (mv) rate response increased within a short period. The field representative tried to recalibrate the rv sensor, but it failed. The sensor was able to be recalibrated in the right atrial (ra) channel. Ts was consulted and found stored noise episodes on the rv channel that was suspected to be diaphragmatic noise. Ts also found an out of range rv shock impedance measurement during the sam episode, greater than 200 ohms. Ts suspected a lead integrity or conductor issue. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. H6 updated.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited low intrinsic amplitudes and low in range pacing impedance measurements of 480, 383, and 332 ohms. Technical services (ts) suspected this was due to premature ventricular contractions (pvc) or oversensing of ventricular signals on the atrial channel. Also, the pacemaker recorded a signal artifact monitor (sam) episode. It was noted this patient underwent a recent atrioventricular ablation procedure. The minute ventilation (mv) rate response increased within a short period. The field representative tried to recalibrate the rv sensor, but it failed. The sensor was able to be recalibrated in the right atrial (ra) channel. Ts was consulted and found stored noise episodes on the rv channel that was suspected to be diaphragmatic noise. Ts also found an out of range rv shock impedance measurement during the sam episode, greater than 200 ohms. Ts suspected a lead integrity or conductor issue. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The most recent home monitor transmission confirmed all lead tests were within normal limits. There were no confirmed lead integrity failures. The clinic would continue to monitor the lead. No adverse patient effects were reported. Additional information was received. Pacing inhibition was observed in the episodes. However, the inhibition was under two seconds.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited low intrinsic amplitudes and low in range pacing impedance measurements of 480, 383, and 332 ohms. Technical services (ts) suspected this was due to premature ventricular contractions (pvc) or oversensing of ventricular signals on the atrial channel. Also, the pacemaker recorded a signal artifact monitor (sam) episode. It was noted this patient underwent a recent atrioventricular ablation procedure. The minute ventilation (mv) rate response increased within a short period. The field representative tried to recalibrate the rv sensor, but it failed. The sensor was able to be recalibrated in the right atrial (ra) channel. Ts was consulted and found stored noise episodes on the rv channel that was suspected to be diaphragmatic noise. Ts also found an out-of-range rv shock impedance measurement during the sam episode, greater than 200 ohms. Ts suspected a lead integrity or conductor issue. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The most recent home monitor transmission confirmed all lead tests were within normal limits. There were no confirmed lead integrity failures. The clinic would continue to monitor the lead. No adverse patient effects were reported.